Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 28.4-30.6 from the distal tip. Internal insulation abrasion was noted at 14.9-15.8cm and 28.4-29.8 from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the system was removed due to infection related to a previous procedure, the physician observed externalized conductors although he was not sure if it occurred due the extraction procedure.